Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable ureal urea/bun results for two patient samples and a questionable hdlc3 hdl-cholesterol plus 3rd generation result for one other patient sample. Of the data provided, only the following results were discrepant. Patient 1 initial bun result was 87 mg/dl and was reported outside of the laboratory. The repeat results were 9 mg/dl and 8 mg/dl. On (B)(6) 2018, patient 2 initial hdl result was 120 mg/dl with a data flag and the auto repeat result was 30 mg/dl which was reported outside of the laboratory. The repeat result was 120 mg/dl with a data flag and the auto repeat result with a dilution was 122 mg/dl. The repeat results were believed to be correct. The patients were not adversely affected. The bun reagent lot number was 29874201 with an expiration date of 30-sep-2018. The hdl reagent lot number was 17324401 with an expiration date of 31-may-2018. The field service representative could not determine a cause and replaced the sample probe. The customer ran calibrations and qc with no issues.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The issue seemed to be solved by the replacement of the sample probe.